Event description:
It was reported that the biomed came up, and they swapped out to another cable. The arctic sun device registered and then started alarming (patient temperature 1 probe out of range). Verified placement and connections. When they bent the cable, the patient's temperature started registering, and it was running. Discussed plugging the rectal probe into the bedside monitor the next time the temperature goes out of range. If it was registering on the bedside monitor, then definitely it would be another cable issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed came up and they swapped out to another cable. The arctic sun device registered and then started alarming (patient temperature 1 probe out of range). Verified placement and connections. When they bent cable, the patient temperature started registering and was running. Discussed plugging rectal probe in bedside monitor the next time the temperature goes out of range. If registering on bedside monitor, then it was definitely another cable issue. Per customer via phone on 31jan2024, it was reported that therapy was completed on the patient without any impact. The patient was a baby that was around 6 hours old and weighed less than 10lbs. Was advised by mis to change the probes and cables. It was discovered that the cables were faulty. Once the cables were replaced, the device worked without issues. The device did not go to biomed.